Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15269542.

Event description:
It was reported that the patient experienced discomfort caused by the device. The patient underwent implantable pulse generator (ipg) and spinal cord stimulation (scs) lead explant procedure and was doing well postoperatively. The explanted devices were discarded and will not be returned.